Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of device breakage ("broke on introduction into the bettocchi hysteroscope") in a female patient who had essure (batch no. 772495) inserted. Other product or product use issues identified: device physical property issue "essure twisted in the packaged at the start and was bent from the outset" on (B)(6) 2011 and poor quality device used "essure twisted in the packaged at the start and was bent from the outset" on (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced device breakage. At the time of the report, the device breakage outcome was unknown. The reporter provided no causality assessment for device breakage with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 05-oct-2017 for the following meddra preferred term: device breakage: the analysis in the global safety database revealed 1772 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the ansm, health authority of (B)(4), device vigilance database via legal proceedings. Following receipt, bayer consulted ansm in order to obtain the relevant casereference number information. On march 24, 2017, ansm provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Event description:
This case was reported via regulatory authority (B)(4) (reference number: (B)(4)) on 03-mar-2017. This spontaneous case was reported by an other health professional and describes the occurrence of device breakage ("broke on introduction into the bettocchi hysteroscope") and device physical property issue ("essure twisted in the packaged at the start and was bent from the outset") in a female patient who received essure (batch no. 772495). Other product or product use issues identified: device use error "essure twisted in the packaged at the start and was bent from the outset." On (B)(6) 2011, the patient started essure. On (B)(6) 2011, the same day after starting essure, the patient experienced device breakage and device physical property issue. At the time of the report, the device breakage and device physical property issue outcome was unknown. The reporter provided no causality assessment for device breakage and device physical property issue with essure. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during insertion procedure a device breakage ("broke on introduction into the bettocchi hysteroscope") occurred. The physician reported that essure was twisted in the package and bent. Nevertheless it was attempted to introduce the device into the hysteroscope. Thereby the device broke. Device breakage is non-serious and anticipated in the reference safety information for essure. Although a twisted device was being attempted to use, as device breakage occurred at time of essure insertion procedure and regarding the event's nature, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident due to breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis has been requested. Further information will not be possible.